Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory module assembly. The unit passed extended self testing.

Manufacturer narrative:
Customer reported that the respiratory therapist was performing a suction procedure, and they forgot to clamp the tube which would have prevented the event.